Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "epidural tubing was leaking from tubing connection, not from luer lock connection port." An incomplete date of event of (B)(6) 2018 was provided.